Event description:
Caller indicated the relion prime meter was giving high readings. Caller stated he took insulin based on a prime reading of 450 when his blood sugar was actually only 129. He stated "it damn near killed me." He was unconscious, shaking and foaming at the mouth. His sister called the paramedics and then used his gluco gun to administer 1 unit of glucose to bring his sugar up. Paramedics arrived as he was recovering, checked him out and left. Caller is using proper technique and storage but using incorrect solution. Explained he should be using assure dose solution with the prime. Replacing product and sending solution

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.